Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that 14 point of care unit ( pcu) front cases needed to be replaced due to faceplate keypad failure. There was no patient involvement.

Manufacturer narrative:
Customers received, notification of the field action. The reported issue of unresponsive (shorted) keypad is confirmed, based on the field action. Device repair or returns are handled within the scope of the field action. H3 other text: device was not returned to manufacturing facility.

Event description:
It was reported, that 14 point of care unit ( pcu) front cases needed to be replaced, due to faceplate keypad failure. There was no patient involvement.